Manufacturer narrative:
The gear pump was exchanged. No further issues were reported afterward. The issue was consistent with a reactivity problem (single deteriorated c-pack). No general product issue exists. No reaction kinetics were provided and, therefore, the cause of the event could not be determined.

Manufacturer narrative:
The c702 module serial number was (B)(6). Qc was within range prior to testing the samples on the day of the event. The customer performed a hardware precision check and it was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 8 patients' samples tested with crp4 assay on a cobas 8000 c702 (cobas 2) module when compared to a different c702 module. Sample 1 (patient 1): initial result: 122.34 mg/l. Repeat result: 90.06 mg/l. Sample 2 (patient 2): initial result: 108.29 mg/l. Repeat result: 82.51 mg/l. Sample 3 (patient 3): initial result: 66.06 mg/l. Repeat result: 50.54 mg/l. Sample 4 (patient 4): initial result: 56.22 mg/l. Repeat result: 41.77 mg/l. Sample 5 (patient 5): initial result: 64.47 mg/l. Repeat result: 44.94 mg/l. Sample 6 (patient 6): initial result: 66.92 mg/l. Repeat result: 48.83 mg/l. Sample 7 (patient 7): initial result: 90.07 mg/l. Repeat result: 64.20 mg/l. Qc went out of range prompting the repeat of the samples. The samples were initially tested on cobas 2 and repeated on a different c702. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued. On (B)(6) 2024 the customer alleged a new discrepant result: sample 8 (patient 8): initial result: 0.47 mg/l (tested on a different c702). 1st repeat result: 0.27 mg/l (tested on cobas 2). 2nd repeat result: 0.13 mg/l (tested on another c702).